Manufacturer narrative:
No pt was present during event. The returned computer did not meet specifications. The device malfunction was confirmed and directly related to the reported event. The fusion software would not launch. The computer was reimaged and then passed all testing. A software investigation found that the issue was likely related to a media corruption as removing directory containing the exams and reimaging the system resolved the issue. A replacement computer was sent to the site and the issue was resolved.

Event description:
A medtronic rep reported that the fusion system was freezing at the "select surgeon" screen, and then again at "select patient" screen. Restarting the software did not resolved the issue. There was no pt present.